Manufacturer narrative:
A technical analysis of the returned instrument was conducted and a review of the manufacturing history was performed to evaluate whether there was any deviation that could account for the reported event. In addition the provided angiographic material was reviewed. The technical investigation of the returned device revealed both, a longitudinal and a circumferential tear. Microscopic analysis of the fracture site showed that the longitudinal tear most likely occurred first, followed by an axial tensile force finally causing an entire tearing of the balloon. The distal part of the device, including the tip, the distal part of the balloon and a part of the inner shaft (including the two x-ray markers) remained in the patient and was therefore not returned. The provided x-ray data was reviewed. First, an inflated balloon (with contrast medium) is seen right distal to the ostium, presumably the passeo-18 5/20/130. The inflated balloon is constricted at several locations (uneven inflation), most likely due to the treated severe calcified total occlusion (as reported). After that, the x-ray data shows the distal fractured part of the balloon inner shaft with the two x-ray markers right distal to the ostium. The actual burst and fracture of the balloon, as reported, are not seen on the provided x-ray data. After that, a balloon expandable stent was placed to fix the fractured part of the balloon to the vessel wall. Finally, several post-dilatations of the stent are seen. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The rupture of the balloon followed by the device fracture during withdrawal is most likely related to the patient anatomy. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The rupture of the balloon followed by the device fracture during withdrawal is most likely related to the patient anatomy. Further, according to the received information, a stenosis in the arteria superior mesentric was treated. According to the instruction for use (IFU), the passeo-18 peripheral dilatation catheter is indicated to dilate stenosis in the femoral, popliteal and infrapopliteal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Other vessel segments are not indicated.

Manufacturer narrative:
Manufacturer's preliminary analysis: the screening of the manufacturing history confirmed that the device in question was manufactured according to the specifications. According to the received information a stenosis in the arteria superior mesenteric was treated. According to the instruction for use (IFU), the passeo-18 peripheral dilatation catheter is indicated to dilate stenosis in the femoral, popliteal and infrapopliteal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Other vessel segments are not indicated.

Event description:
Ous MDR - the balloon of the passeo-18 5/20/130 ruptured at 6 bar during pre-dilatation of a heavily calcified 100% stenosis in the arteria superior mesenteric. The passeo-18 5/20/130 was withdrawn from the patient. The control image showed a piece of the inner shaft in the vessel. A biotronik stent was placed over the remaining part of the inner shaft. The patient was discharged home.